Manufacturer narrative:
The device did not impact the patient since the failure to communicate with the pump was recognized before the implant procedure. The pump has been returned to our manufacturing facility for investigation. Internal complaint number: (B)(4).

Event description:
The pump would not communicate with the programmer during priming for implant. A second pump was used to complete the implant.